Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. The device had the appropriate level of battery voltage to provide therapy. In turn, surgical intervention may be pending to address the issue.